Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched and evaluated the iabp. The stm was unable to reproduced the reported issue. The stm performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". No patient involvement or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". No patient involvement or adverse event was reported.